Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the care alert did not trigger on the implantable cardioverter defibrillator when an atrial refractory event occurred at the same time as an atrial lead impedence measurement. The device remains implanted. There were no patient complications reported as a result of this event. It was further reported that the ICD was removed and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device revealed normal battery depletion.

Event description:
It was reported that the care alert did not trigger on the implantable cardioverter defibrillator when an atrial refractory event occurred at the same time as an atrial lead impedence measurement. The device remains implanted. There were no patient complications reported as a result of this event.